Event description:
Information received regarding the explanted device notes that the device was in back-up mode and exhibited a telemetry error. An attempted download was not successful. There were no consequences to the patient.